Event description:
It was reported that during the implant procedure, the physician had problems with the set screw at the connector for the atrial lead and it was not possible to make appropriate contact between the lead and the device. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found; set screw misalignment and set screw in connector bore were noted.